Event description:
The customer reported that during pre-checks, the image was misty. There was no clinical impact reported. Further details were not provided. The subject device was returned to an olympus service center for evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service confirmed the customer¿s reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: damage to the ccd unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual- inspection of the endoscopic system operation manual- important information ¿ please read before use - warnings and cautions. During the device evaluation, service found the image had interference and was misty during the hot/cold test. The light guide lens was chipped. The adhesive on the light guide lens was worn. The objective lens was chipped. The adhesive at the distal end was lifting. The insertion tube had delamination. The colored ring on the aspiration house was worn. The colored ring on the air/water housing was worn. The identify badge on the control body was missing. There was minor delamination on the light guide tube. The scope colnnector demonstrated fluid ingress. The up/down and left/right angulation was out of specification. The up/down and left/right control knobs had play and were out of specification. The electrical safety test was out of specification. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.